Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device continued to run on its own when the battery was removed. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, a run-on condition was found and then reported. Based on the investigation details, the likely cause was failure of the asic.